Event description:
The customer reported being unable to charge his transmitter. During troubleshooting it was discovered that the charger did not blink. The customer's blood glucose value was reported as 47 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.